Manufacturer narrative:
Investigation of the batch records compounding and filling revealed there were no remarks related to sterilization of raw materials, equipment, components and product sterilization. Results of chemical and microbiological tests were within specification. There were no samples returned for evaluation. There are no other complaint reported in this lot. No conclusions can be drawn. This report mailed in to FDA on: 11/16/2007. The manufacturer internal reference number is: bev070920. Additional information was requested on 10/22/2007, 10/29/2007 and 10/31/2007.

Event description:
A pharmacist at a hospital reported, a patient experienced endophthalmitis following intraocular lens (iol) implant surgery where this product was used. The reporting facility stated they are investigating all medical devices used during the procedure. The cause of the event is not known. Additional information is being sought.